Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Product evaluation was performed under magnification. The complaint handpiece and cartridge were inspected for foreign material and none could be identified. No assembly issues were identified. The photograph provided by the customer was evaluated and displayed the implantation of a lens and fibers appear to be delivered with the lens. Also, video provided from customer and evaluated, and it shown a lens being implanted and three fibers are delivered with the lens that were removed by physician. Based in the video evaluation, the reported complaint is confirmed. A fiber was received in a specimen jar and was sent to an external laboratory for foreign material testing. The results revealed the material is consistent with polystyrene. The results of the fourier transform infrared (ftir) spectrum were compared with the ftir library of the manufacturing process and yielded (B)(4) results above the (B)(4) correlation threshold. However, based on the evaluation it is not possible to determine that the thread belongs to the components that resulted from the correlation, because the color of the complaint material is white while the components that resulted from the correlation are blue and clear plastic (transparent). The results were compared against the manufacturing site ftir library and (B)(4) samples passed the (B)(4) correlation threshold. The complaint issue of foreign material - loose was identified during product evaluation; further evaluation was required by the manufacturing site to determine if the complaint issue is confirmed to be related to a manufacturing process issue. As part of the additional assessment, a walkthrough was performed in the manufacturing areas, and it was found that white transfer trays with rough edges are used to transport the product already assembled through the manufacturing process. Ftir analysis was performed on the transfer tray, and the result revealed that the material is consistent with polystyrene. Based on that, suppliers were notified regarding the event and assessment to their processes was requested. Based on the investigation results, no additional action and/or escalation within the quality system is required. Johnson and johnson will continue to monitor these types of events. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded intraocular lens (iol) the physician observed a foreign matter in the patient's operative eye when conducting irrigation and aspiration (I/a), after implanting the iol as usual. At first, the physician thought it could be fibers of gauze used in the operation; however, given the appearance, timing and the situation that the matter had been introduced in the eye, it was unlikely to be fibers. Also, the appearance seemed to be slightly different from fibers. The physician considered that it could have been introduced in the eye along with the iol. The matter was taken out of the eye and was saved for return. The procedure was successfully completed. There was no patient injury reported. The patient is reportedly stable and the postoperative vision is good. No further information was provided.